Event description:
The user facility reported a patient placed on impella cp for mechanical circulatory support. After the pump was implanted, a small, stable hematoma was noted at the groin site. A femostop was in place with no additional pressure. The patient became febrile; cultures negative and cat scan completed. Antibiotics started for fever and were later escalated

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Hematoma: the root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Fever: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.